Event description:
During utilization of a peak plasmablade for a lead change out on a pacemaker, a compress saturated with braunol alcohol became inflamed for approximately 3 seconds when contacted by the device. The compress was outside the patient body and there was no patient impact or injury. The surgeon continued use of the product without further incident.

Event description:
During utilization of a peak plasmablade for a lead change out on a pacemaker, a compress saturated with braunol alcohol became inflamed for approximately 3 seconds when contacted by the device. The compress was outside the patient body and there was no patient impact or injury. The surgeon continued use of the product without further incident.

Manufacturer narrative:
(B)(4). Eval method, results and conclusions: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Manufacturer narrative:
Product event # (B)(4). Testing performed: complaint device: device: plasmablade 4.0 product code (sku): ps200-040 serial / lot number: fl50729660 expiration date: 04/2016 quantity returned: 1. Visual inspection: device was returned in a cardboard box. Device was located within a biohazard bag and the biohazard bag was within a larger plastic bag. No original packaging included, therefore unable to confirm the devices as the complaint device. A piece of paper with an email conversation indicated this device was sent back as a complaint. Device appears to have cleaned as there was no evidence of blood on the device and there was no eschar on the electrode. Buttons have tactile feel. All components appear to be intact and no damaged was noticed. Functional inspection: in an effort to recreate the failure that occurred, device was tested on chicken using a pulsar ii generator with cut setting 10 and coag setting 10 to represent a worst case scenario to generate highest energy output to ignite an alcohol soaked cloth. An alcohol soaked cloth will be located 3cm away from the chicken to simulate complaint. Device was connected to pulsar ii generator ¿ ps100-102- eqp #6794 calibration due date: 11-28-2014 and displayed an e5 error code, ¿electrosurgical device has reached end of life¿, indicating device was successfully plugged into a generator previously. Used eprom connector to bypass ¿end of life¿ e5 error code. Time was measured with a stop watch eqp # 676 - calibration due date: 04/2014. Per the plasmablade product specification pd-00001 rev. B device was activated on cut setting 10 for 5minutes. It was noted that the alcohol soaked cloth did not ignite. Per the plasmablade product specification pd-00001 rev. B device was activated on coag setting 10 for 5minutes. It was noted that the alcohol soaked cloth did not ignite. Since the alcohol soaked cloth could not be ignited, the complaint could not be replicated. Lhr review: lhr review was conducted and there were no failures or scrap related to this complaint. Investigation conclusion: the complaint of ¿device caused alcohol soaked compress to ignite¿ that was stated in the complaint could not be confirmed. An attempt was made to recreate the failure however it could not be replicated. It is possible that the alcohol soaked cloth may have been closer than 3cm which could have caused the cloth to ignite. It is stated in the plasmablade 4.0 IFU, lbl-00116 however ¿observe fire precautions at all time. An electrosurgical device may provide an ignition source due to sparking and heating. Do not activate the device until vapors from alcohol-based skin prepping agents have dissipated¿. The complaint will be monitored in gch for future instances. (B)(4).

Event description:
During utilization of a peak plasmablade for a lead change out on a pacemaker, a compress saturated with braunol alcohol became inflamed for approximately 3 seconds when contacted by the device. The compress was outside the patient body and there was no patient impact or injury. The surgeon continued use of the product without further incident.

Manufacturer narrative:
Product event# (B)(4). Testing performed: complaint device: device: plasmablade 4.0 product code (sku): ps200-040 serial / lot number: (B)(4), expiration date: 04/2016, quantity returned: 1. Visual inspection: device was returned in a cardboard box. Device was located within a biohazard bag and the biohazard bag was within a larger plastic bag. No original packaging included, therefore unable to confirm the devices as the complaint device. A piece of paper with an email conversation indicated this device was sent back as a complaint. Device appears to have cleaned as there was no evidence of blood on the device and there was no eschar on the electrode. Buttons have tactile feel. All components appear to be intact and no damaged was noticed. Functional inspection: in an effort to recreate the failure that occurred, device was tested on chicken using a pulsar ii generator with cut setting 10 and coag setting 10 to represent a worst case scenario to generate highest energy output to ignite an alcohol soaked cloth. An alcohol soaked cloth will be located 3cm away from the chicken to simulate complaint. Device was connected to pulsar ii generator ¿ ps100-102- eqp #6794 calibration due date: 11-28-2014 and displayed an e5 error code, ¿electrosurgical device has reached end of life¿, indicating device was successfully plugged into a generator previously. Used eprom connector to bypass ¿end of life¿ e5 error code. Time was measured with a stop watch eqp # 676 - calibration due date: 04/2014. Per the plasmablade product specification pd-00001 rev. B device was activated on cut setting 10 for 5minutes. It was noted that the alcohol soaked cloth did not ignite. Per the plasmablade product specification pd-00001 rev. B device was activated on coag setting 10 for 5minutes. It was noted that the alcohol soaked cloth did not ignite. Since the alcohol soaked cloth could not be ignited, the complaint could not be replicated. Lhr review: lhr review was conducted and there were no failures or scrap related to this complaint. Investigation conclusion: the complaint of ¿device caused alcohol soaked compress to ignite¿ that was stated in the complaint could not be confirmed. An attempt was made to recreate the failure however it could not be replicated. It is possible that the alcohol soaked cloth may have been closer than 3cm which could have caused the cloth to ignite. It is stated in the plasmablade 4.0 IFU, lbl-00116 however ¿observe fire precautions at all time. An electrosurgical device may provide an ignition source due to sparking and heating. Do not activate the device until vapors from alcohol-based skin prepping agents have dissipated¿. The complaint will be monitored in gch for future instances. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.